Manufacturer narrative:
The end-user's daughter contacted permobil representative to report the end-user was found on the floor of their residence by nursing staff. It was reported the end-user was rushed to the hospital with an o2 saturation level of 72, and reports of sustaining a fractured femur that required surgery to address. The daughter stated the device seating was found to have been in a partial stand position, and with the medical reports provided to her, appears the end-user has sustained a cardiac arrest, and it is the daughter's opinion that the end-user sustained the heart attack while seated, and when falling forward, hit the switch box to initiate a stand function. The device was reported to remain fully operational with no signs of a malfunction having occurred. No claims or allegations were presented to permobil of any product malfunction having occurred to which this event can be attributed. The DHR was reviewed, and the device was found to have met specification prior to distribution.

Event description:
Received report claiming the end-user was found in their room, on the floor, after having fallen out of the device seating. This event resulted in an injury requiring medical intervention to address.